Event description:
A medtronic representative reported the cranial 2.2.0 software on a site stealthstation s7 system became unresponsive to mouse clicks, after merging three exams. The medtronic representative noted that after merging the images, approximately an hour and a half later, they were moving around the software before a procedure and that is when the system would not respond. Trouble-shooting restored the system, after re-booting. This event was reported outside the operating room, no patient was present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation has not been completed at this time. Insufficient information available to determine root cause of event. No further issues reported.